Event description:
The pt reportedly experienced intermittencies between his external equipment and the implant, followed by loss of lock. No pt trauma was reported. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed showed that the device is not functional. Surgery to explant the c1 device will be scheduled.